Event description:
It was reported that during a laparoscopic cholecystectomy, the device would not deploy clips, "got stuck". Another device was used to complete the case. There was no pt consequence.